Manufacturer narrative:
(B)(4). The customer did not know the lot number. The data of manufacture cannot be determined.

Event description:
The customer reported a hospitalized adult suddenly had a cardiac arrest. The patient received an ambu bag but it was ineffective. Clinicians replaced the taperguard and tried ambu bag again and it was effective. After the procedure, clinicians checked the taperguard that was used on the patient and found that the shape of the cuff was distorted and it could not be inflated. The patient stabilized and transferred to another hospital.